Event description:
Site reported "superficial wound infection" in 2009. The event occurred post-op. It resulted in hospitalization, prolonged hospitalization, persistent or significant disability, and necessitated medical or surgical intervention. Two days later, the acetabular insert, acetabular shell, bone screws, femoral bearing head, and femoral stem were revised. The site notes that the patient was admitted for possible wound infection, planned surgical exploration of wound and possible hardware removal.

Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report. Trident hemispherical cluster hole shell; cat# 502-11-56f, lot 28217001. 32mm +8 lfit v40 head: cat# 6260-9-332, lot 21683001. Accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cath# 6021-4535, lot 28936905. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1, lot mhd9my & lot mhdeha. It cannot be determine which, if any of these devices may have caused or contributed to the patient's infection.